Event description:
It was reported that the right ventricular lead had exhibited capture anomalies and high thresholds. The lead was explanted and replaced. The patient was fine following the procedure.

Manufacturer narrative:
(B)(4). Final analysis of the partially returned lead found insulation abrasions at 4.2 cm to 4.7 cm form the leads distal tip, consistent with friction against another implanted device or heart feature. The damages found could have caused the high capture threshold seen in the field.